Event description:
It was reported the intraocular lens (iol) was explanted from the patient¿s ocular sinister (left eye) in a separate surgical procedure due to complaints of myopic drift. The iol was replaced with a different model iol with a different diopter size, lens model zcu225 22.0 diopter. There was no medical or surgical intervention required outside of the regular standard of care. Patient status post-lens exchange was reported as still some blurriness. No further information is available.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.